Manufacturer narrative:
The product is returning, currently in transit. Once the product is returned and evaluated, a follow-up report will be submitted.

Event description:
Hospital reported the injector and part of the overhead counterpoise system fell, and came into contact with two hospital employees. One employee is fine. The second employee's hand was cased.